Event description:
It was reported there were out of range impedances. There were high impedances greater than 4,000 ohms on several electrodes during a full implant. The health care provider (hcp) tried on several occasion to secure the lead with the torque wrench into the battery, however the lead would not secure. Three attempts were made to resolve the issue however the lead would not remain secure inside the battery without sliding out. A new battery was used, secured and locked into place with the torque wrench with success.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that the setscrew was backed out too far.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.